Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen did not work. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen was not responding. The calibration would work for a few minutes and then become unresponsive. The customer was provided with part information and pricing for a replacement touchscreen.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00294. All information from the original report(s) has been transferred to this report.